Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They were unable to replicate the reported issue. System is operational. Codes: b01, c19, d0302 the software team was unable to determine probable cause without further information/logs. This case may be re-opened if additional information is received. Codes: b29, c20, d0302 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, ubd: , UDI#: ; product ID: bi71000905, serial/lot #: -, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that image artifacts when taking a 3d spin. Patient was present. There was no surgical delay and no impact on patient outcome.